Manufacturer narrative:
Investigation conclusion: the investigation found the returned microcatheter kinked in multiple locations at the distal end. An in-house guidewire encountered resistance during insertion, which is consistent with the alleged product issue. Further investigation found exposed coil protruding into the lumen at the hub transition, which would have contributed to the resistance encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during use of the microcatheter in an unspecified procedure, when a guidewire was attempted to be inserted into the concerned microcatheter outside the body, high resistance was felt at the catheter hub. Use of the microcatheter was discontinued and a competitor¿s product was used to continue the procedure. Subsequently, the procedure was successfully completed. There was no report of harm or injury to the patient. The investigation of the returned device found exposed coil protruding into the lumen at the hub transition.